Event description:
It was reported that when confirming stimulation on or off, error code 2703 appeared on the remote-control display, indicating that stimulation below the level requested by the physician was being delivered. Since yesterday evening, five major seizures occurred. It was reported that the settings had been changed last month, and the attending physician explained that the stimulation was reduced because intracranial pressure was high. It was also confirmed that stimulation was turned on. It was explained that the configured output might not be delivered and that the physician should confirm the programmed settings. When the impedance was checked, an ¿impedance over-range¿ indication was displayed. However, it is unknown which specific location showed the over-range value, whether there was a lead break, or whether the issue was related to the device. Surgery is scheduled for june 23rd to investigate the cause of the over-range resistance values.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.